Event description:
Drug/diluent: marcaine plain 0.5%. Fill volume: 300ml. Flow rate: 4ml/hr. Procedure: abdominoplasty and liposuction. Cathplace: ribcage, under breast. Pt reported that pump placed on friday (B)(6) 2011 was empty by sunday (B)(6) 2011 although the pump should have lasted for 2-3 additional days. Pt is stable with no side effects. Date of event: aug (B)(6) 2011. Per dfu: labeled flow rate: 4ml/hr. Labeled fill volume: 400ml. Maximum fill volume: 550ml. Delivery accuracy: when filled to the labeled volume, flow accuracy is + or ¿ 15% of the labeled infusion rates when infusion is started 0-8 hrs after fill and delivering nominal saline as the diluent at 88 degree fahrenheit (31 degree celsius) against a back pressure of 40 cm of water.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Info was provided by the customer that the pump was filled to 300ml, which does flow faster than a labeling filled pump. The directions for use (1304267 rev. H) contains a caution statement: filling the pump less than labeled fill volume increases flow rate. Filling the pump greater than labeled fill volume decreases flow rate. Results: without the actual product, analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed.